Event description:
Caller alleged false positive troponin (tni) results for one patient. Patient was admitted for p.e. Blood was drawn in full edta tube without visible clot. Same sample was tested at room temperature three times with short interval in between due to initial elevated result: 1st: tni 0.14, ckmb 2.7; 2nd: tni 0.06, ckmb 1.8; 3rd: tni < 0.05, ckmb 1.8. Sample was not tested on a different platform. EKG normal. Patient was later discharged for p.e., no cardiac diagnosis. Medication history unknown. No questionable results for other patients. Triage cut-off = 0.12.

Manufacturer narrative:
Product support previously conducted testing on device lot w49712 in another case. No high bias or conflicting results for tni recovery was observed with any sample. No patient history, diagnosis, or medication list was provided. Product support cannot rule out sample interference or cross reactivity as a possible cause of discrepant results. As of (B)(4) 2012, there are 2 complaints against this device lot for tni recovery. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. Corrective action not required at this time.